Manufacturer narrative:
The local area sales representative has been contacted for additional information, however, no additional information is available at this time. All available records indicate that this device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this patient fainted. The patient performed a patient initiated interrogation via latitude for review by their physician. The patient was referred to their physician for interrogation results.